Event description:
It was reported that there was a revision of the right knee due to infection. I&d performed and all components replaced.

Manufacturer narrative:
Additional devices listed in this report: cat 64786620, lot t2582, description: ti dur fluted stem 14x80mm. Cat 64786600, lot t1927, description: ti dur reg fluted stem 10x80mm. Cat 64813112, lot s997s, description: mrh tibialb/plt keel med .2 cat 64811220, lot s9nyb, description: mrhk fem distal blk 10mm m. Cat 64811121, lot eadck, description: mrh knee fem m rgt. Cat 64812140, lot lcz995, description: mrh tibial sleeve. Cat 64812130, lot ctd1190, description: mrh axle. Cat 64812130, lot lcz398, description: mrhk bumper insert - neutral. Cat 64812110, lot lct704, description: mrhk femoral bushing. Cat 64812120, lot ctd796, description: mrh axle. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Manufacturer narrative:
An event regarding infection involving an mrh insert was reported. The event was not confirmed. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the reported device, x-rays, operative reports as well as patient history, follow-up notes and pathology reports are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that there was a revision of the right knee due to infection. I&d performed and all components replaced.